Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch delica lancing device does not fully penetrate the skin. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012, between 8:30am-9am. The patient manages his diabetes with humulin insulin. Due to the alleged issue, the patient skipped/ stopped his usual dose of insulin. Less than 30 minutes after, the reporter claims the patient was "shaking violently" and was experiencing vision issues. About 11am that same morning, the patient went to the emergency room (ER) and got his blood glucose tested on the ER/ hospital meter. The reporter did not specify results obtained. A health care professional (hcp) administered the patient 5 units insulin (type not specified) as treatment. At the time of troubleshooting, the cca noted the correct lancets were being used for testing. There was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.